Event description:
It was reported that there was an alert for high right ventricular lead superior vena cava coil impedance. The impedance is otherwise stable and will be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.